Event description:
The facility reported a pump in which the stop button is inoperable. It is unk when the reported condition occurred. There was no reported pt injury or medical intervention associated with the reported condition. No additional information is available.

Manufacturer narrative:
Eval summary: the reported condition of an inoperable stop button was confirmed during product eval. Inspection of the pump found that this event was due to a defective pump head module keypad. The pump head module keypad was replaced to address the reported condition. The pump was tested and returned with specification. This issue is currently being investigated.